Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced issue with 4 infusion sets adhesive on (B)(6) 2024. The patient reported infusion set fell off while doing physical activity/sweating, swimming, or bathing. The first set was used for 6 hours and the other for 1 day. The blood glucose level of the patient was 17 mmol/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.